Event description:
It was reported that the right ventricular (rv) lead triggered an warning for stored events of oversensing and noise reversion. Additional information from the clinic disclosed a possible insulation issue; however, no action has been taken with the lead at this point. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.